Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf). The device delivered shocks however there was no success. Review of performance data revealed the vf episode may have been atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.